Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed device manufacture date: unknown.

Event description:
It was reported with the use of the bd emerald syringe there was an issue with leakage. It was stated the plunger of the syringe came back and ended up losing all the sample of blood collected. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd emerald syringe there was an issue with leakage. It was stated ¿the plunger of the syringe came back and ended up losing all the sample of blood collected.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd emerald syringe there was an issue with leakage. It was stated ¿the plunger of the syringe came back and ended up losing all the sample of blood collected.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.